Event description:
Allergan aesthetics received report that a patient treated with coolsculpting sustained third degree burn post coolsculpting treatment.

Manufacturer narrative:
The occurrence of cold burns is a known risk associated with cold-assisted fat reduction (cryolipolysis) treatment. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received report that a patient treated with coolsculpting sustained third degree burn post coolsculpting treatment.